Event description:
It was reported by customer that the catheter leaked from the rubber-stopper when PICC line was being inserted. No patient harm. No other information provided. Additional information received 26 july 2023: no urgent/life threatening medical situation. Did not interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient. Stat lock used for catheter securement. No patient harm, injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that the catheter leaked from the rubber-stopper when PICC line was being inserted. No patient harm. No other information provided. Additional information received 26 july 2023 : no urgent/life threatening medical situation. Did not interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient. Stat lock used for catheter securement. No patient harm, injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.